Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned per the instruction for use and that it was placed outside the operating theatre during use. Moreover, the laboratory tests are not available to be provided by the hospital and that the device will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The sample has been taken on (B)(6) 2019 and the device has no longer been in use since (B)(6) 2019. The laboratory results confirming contamination received on 06 nov.2019 which has not been provided to livanova (B)(4). Within the report it is stated that the device was cleaned according to the instruction for use. There is no known patient involvement.